Event description:
It was reported the patient was unable to adjust stimulation on the patient programmer. It was noted there was a ¿call your doctor¿ icon and an elective replacement indicator (eri). It was stated the patient sometimes would turn their stimulation off at night. It was noted the eri code showed up the night prior to report. It was stated the patient was upset because they were just implanted in (B)(6) 2013. It was noted the patient had a mammogram 2 weeks prior to report and they inquired if it could have something to do with the eri message. It was reported the patient had an elective replacement indicator (eri) at 2.54v which was determined to be normal battery depletion. It was further reported the cause of the event was an error message of low battery. It was noted there was premature battery depletion. It was stated there were no abnormal impedance measurements. It was stated there were no signs or symptoms related with the event. It was stated the patient did not require hospitalization but the patient would need an ins replacement. It was noted the patient had no injury.

Manufacturer narrative:
Concomitant: product ID 7482a40, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3387s-40, lot# v355048, implanted: 2010-(B)(6), product type lead. (B)(4).